Event description:
It was reported a clearlink system - non-dehp solution set disconnected from a one-link non-dehp 3 lead microbore catheter extension set. It was reported that the nicu patient was very active. The staff was re-educated on the proper technique for disconnecting. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: d9, h3, h6 and h10. H10: the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The set underwent functional testing including pressure testing and no leaks were noted. Pull and clamp function testing were completed and set performed according product specifications. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.